Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010, inratio: 7.3, lab: 4.5. Date: (B)(6)2010, inratio: 5.6, lab: 3.3. This pt is just out of the hospital and new to coumadin; coumadin was started on (B)(6). Pt is not on heparin or lovenox. Pt does not have cancer and is not anemic. Pt does not have hypo/hyperthyroidism and is not taking any antibiotics. Pt does not have lupus or aps. Finger is not being milked. Nurse isn't sure but thinks they may be wiping the first drop of blood off the finger and believes only one drop of blood is being used. Customer is not having any problems with other discrepancies on other pt's.

Manufacturer narrative:
Investigation pending.